Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that the needle falls out of the needle cap due to weak adhesion. The following information was provided by the initial reporter: stage: ready to use. Defect: the cannula is pulled out from the needle, and when the needle holder is ready to be attached, the needle falls out of the needle cap due to weak adhesion. Quantity: 100 pieces. Impact: 6 medical staff were injured by clean unused needle stick, no impact on patients.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.6 investigation summary : "material #: 301746. Lot/batch #: 2207520. Bd received 3 samples for investigation. The samples were evaluated by visual examination and each of the non-patient shields were removed and the indicated failure mode for loose IV shield with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3: see h.10.